Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Inspection: upon visual inspection the service technician noted that they replaced left iui board, software version as found 9.19.1; as left 9.19.1. Rear case burnt around opening for left iui and bottom left side; rear case replaced. Front case cracked around bottom left and right screws; front case replaced. Handles cracked; handles replaced. Left iui missing, likely removed by cad due to burning; left iui replaced. Right iui has some corrosion on pins; right iui replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to thermal damage of the left iui assy 8000(bom). Device history review: a review of the device history record showed the device had a manufacture date of 03feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that smoked/burning smell. There was no patient involvement.

Event description:
It was reported that smoked / burning smell. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left iui board, software version as found 9.19.1; as left 9.19.1. Rear case burnt around opening for left iui and bottom left side; rear case replaced. Front case cracked around bottom left and right screws; front case replaced. Handles cracked; handles replaced. Left iui missing, likely removed by cad due to burning; left iui replaced. Right iui has some corrosion on pins; right iui replaced. A review of the device history record showed the device had a manufacture date of 03feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to thermal damage of the left iui assy 8000(bom). A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for iui damages.

Event description:
It was reported that smoked / burning smell. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they replaced left iui board, software version as found 9.19.1; as left 9.19.1. Rear case burnt around opening for left iui and bottom left side; rear case replaced. Front case cracked around bottom left and right screws; front case replaced. Handles cracked; handles replaced. Left iui missing, likely removed by cad due to burning; left iui replaced. Right iui has some corrosion on pins; right iui replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to thermal damage of the left iui assy 8000(bom). Device history review: a review of the device history record showed the device had a manufacture date of 03feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that smoked / burning smell. There was no patient involvement.